Manufacturer narrative:
Date rec¿d by MFR : 04mar2019. The manufacturer's field service engineer (fse) confirmed the reported issue. When powering the v60 in normal operating mode. Error code: watchdog test failed 100b (post) is displayed on screen. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. Reporter phone number unknown. The manufacturer¿s field service engineer (fse) replaced the defective flow sensor to address the reported issue. The unit successfully passed the required performance verification test.

Event description:
The customer reported that a defect on arrival occurred. Reportedly, the unit failed the flow accuracy test. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.